Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿faultbub¿ occurred on the roataflow console during use. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange during use a report in the us is required. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was unable to reproduce the reported failure. No parts has been replaced. The customer has been advised by the ssu (sales and service unit) to pay attention to bubbles and to reapply ultrasonic contactcream. Based on the investigation results the reported failure ¿faultbub¿ could not be confirmed. However, the failure mode "faultbub" can be linked to the following most possible root causes according to our risk management file. Dried contact gel. User forgot renewing contact gel. A device history record (DHR) review was performed on 2024 (B)(6). There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found. In order to avoid reoccurrence of the reported failure "faultbub", the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.2 / en / v14. 6.2 reapplying ultrasonic contact cream: the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. This complaint was found in the database of customer complaints for the rotaflow console as a single event (timeframe from 2024-04-23 to 2023-04-23). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿faultbub¿ occurred on the rotaflow console during use. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).